Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels rose to 18 mmol/l (324 mg/dl) while wearing the pod on the abdomen for between 1 and 4 hours. The patient applied a new pod in an attempt to decrease the hyperglycemia. Symptoms reported include headache, fatigue and stress. The patient's bg levels would not decrease and the patient visited the emergency room. Bg levels rose up to 29.6 mmol/l (532.8 mg/dl) and was treated with fluids utilizing intravenous therapy. The patient was released after 4 hours.